Manufacturer narrative:
The device was returned for analysis. The reported ¿device failure¿ was confirmed as a bent guide. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
Date is estimated the device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The two additional proglide devices are filed under separate medwatch report numbers.

Event description:
It was reported that a device failure occurred with three proglide devices relative to a percutaneous coronary intervention procedure. The physician stated that the patient had very calcified vessels and this could be the reason why the devices failed. The method used to achieve hemostasis was not provided. No additional information was provided.